Event description:
When applying negative pressure using the fire star rx ptca balloon catheter, blood was observed flowing back; therefore, a balloon rupture was suspected. However, physician tried to inflate the device would inflate from the beginning. A different balloon (2.5/15mm: ottimo rosso) was used instead and the procedure was completed successfully. It was an emergent case. The lesion was approached from the femoral artery. After the guiding catheter (brite tip 7fr) was engaged, the fire star (2.25/15mm) was delivered to the lesion. This was the initial use of the device. The device was prepped according to instruction for use (IFU). There were no indications of anomalies at that time. It is unknown if any problems were encountered during negative prep. The saline to heparin solution ratio is unknown. It is unknown if tracking difficulty, resistance/friction, or inability to cross the target lesion was experience. There was no force indicated to advance the device through the vessel. There were no problems encountered removing the product from the patient. There were no other reported anomalies. The patient was male but his age unknown. The target lesion was aha2. It is unknown the vessel was a de novo. The lesion was not calcified but moderately tortuous. It was a thrombolic occlusion lesion. There was 100% stenosis. There was no patient injury reported. The product was discarded and will not be returned for analysis.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.